Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 14oct2019. The customer troubleshot with technical support and found error codes in the ventilator diagnostic logs for (1127) over voltage protection (ovp) circuit failed and (1105) alarm light emitting diode (led) failed.

Event description:
The customer reported that their display was black. Reportedly, when you hit the power button, then the lower part of the touchscreen and it would shut down. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 29oct2019. The service engineer (se) inspected the device. The se could not duplicate the display issue. The se replaced the user interface assembly as a precaution and the unit was return to use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.